Manufacturer narrative:
The iol was not received for analysis. The lens met all manufacturing specifications prior to market release. An update to this report will be submitted if the lens is returned or additional information becomes available.

Event description:
A report was received that a patient's intraocular lens (iol) was removed and replaced 5 months after the initial implant. The cause of the iol explant was positive dysphotopsia.

Manufacturer narrative:
The returned iol was measured for power and was correct as labeled, 14.0 diopters. The iol met all other specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event is not related to the manufacturing process. Will continue to monitor and trend all reports received.

Event description:
The customer stated an accelerator aps analyzer misread one barcode sample. The accelerator properly read sample ID (B)(6), but when a duplicate tube with the same ID was placed on the track the accelerator misread the ID as (B)(6). The accelerator did not process this tube, and generated a "no lis data" error. The (B)(6) portion of the ID represents the julian date, and therefore no orders existed for ID (B)(6). There was no adverse impact to patient management reported.